Manufacturer narrative:
The subject device was sterilized and released according to applicable standard operating procedures.

Event description:
Reportedly, the defibrillation system was explanted on (B)(6) 2021 due to an infection. The defibrillation system had been implanted for a year.

Manufacturer narrative:
The defibrillation system was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, the defibrillation system was explanted on (B)(6) 2021 due to an infection. The defibrillation system had been implanted for a year.

Event description:
Reportedly, the defibrillation system was explanted on (B)(6) 2021 due to an infection. The defibrillation system had been implanted for a year.